Event description:
Pt was implanted in 2004 to repair a large, incisional hernia resulting after bariatric surgery. Pt presented with infection, persistent pain three yrs after the implant. The wound was debrided of portions of mesh and treated with saf-gel. To resolve the infection. Several mos later, the infection re-exacerbated and more mesh was debrided (and discarded), a diverting ileostomy was performed, the wound was opened and the remaining visible mesh was removed. At this time, the surgeon discovered the ring had broken and had created a fistula in the sigmoid colon. This portion of mesh was preserved and sent to pathology. Wound was treating with saf-gel, debridement and nutritionally support. Ileostomy was recently closed and pt is doing well.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We will submit a f/u report when/if prod is returned for eval or add'l info becomes available.